Manufacturer narrative:
Functional, dimensional, and material analysis could not be performed as the device was not available because it remains implanted in the patient. However, x-rays were provided and upon review it was observed that a screw, implanted at the most proximal end of the construct, was fractured immediately below the screw head. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. As the subject screw was not available for evaluation, the root cause could not be determined conclusively.

Event description:
It was reported that a yukon oct polyaxial screw fractured post-operatively. The patient has not shown any symptoms and there are no plans for revision surgery at this time.

Manufacturer narrative:
Functional, dimensional, and material analysis could not be performed as the device remains implanted in the patient. However, x-rays were provided and upon review, it was observed that a screw, implanted at the most proximal end of the construct, was fractured immediately below the screw head. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. As the subject screw was not available for evaluation, the root cause could not be determined conclusively. Non-union may have contributed to the failure, however, based on the radiological image, it could not be determined if fusion was achieved.

Event description:
It was reported that a yukon oct polyaxial screw fractured post-operatively. The patient has not shown any symptoms and there are no plans for revision surgery at this time.